Event description:
A report was received that the patient may be explanted due to partial paralysis in his legs. The physician believes the paralysis is a result of the implant procedure and is not device related. The patient's symptom started the day after the patient was initially implanted. The physician suspects spinal cord compression due to lead placement and spinal stenosis. The patient's paralysis is currently present but improving.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:ipg kit (without pull-through tunneler) additional information was received that indicated that the patient underwent a full explant. The patient was reportedly doing fine after the explant procedure. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient may be explanted due to partial paralysis in his legs. The physician believes the paralysis is a result of the implant procedure and is not device related. The patient's symptom started the day after the patient was initially implanted. The physician suspects spinal cord compression due to lead placement and spinal stenosis. The patient's paralysis is currently present but improving.